Event description:
It was reported that the devices were used during an exploratory laparotomy. It was reported by the rep that initially the surgeon fired a tlc55 across the small bowel without incident. They reloaded the gun for a second firing and encountered some problems when he went to fire the gun. The second firing jammed and only put out a few staples before locking out. They then opened another gun and completed the transection. A second reload was put in the second gun to complete anastomosis and the surgeon encountered some more difficulties. The second cartridge on the second gun jammed completely with no staples being partially formed. The surgeon opened a third linear cutter and completed the case. There was no consequence to the pt.